Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had an ipg for off-label use. It was reported the patient did not recharge her ipg as recommended. In turn, the ipg became inoperable (event date is unknown). As a result, the patient's ipg was explanted and replaced.

Event description:
Follow-up revealed the replacement ipg resolved the patient's issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.